Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion is located in the subclavian artery. A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, upon second inflation the balloon ruptured at nominal pressure. The device was removed without problem using the normal method. The procedure was completed with another of same device. There were no patient complications, and the condition of the patient post procedure was good.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.